Event description:
The pt is reportedly experiencing episodes of intermittencies with her internal device, as well as a loss of lock. External equipment was exchanged; however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.